Event description:
It was reported by the customer that they had a patient admitted with a non-solo power PICC a couple of weeks ago that had a leak in the lumen where it meets the wings. It was placed at another facility. No other information was reported. Additional information received 07 november 2023: the event did not involve an urgent/life threatening medical situation. Leak discovered during infusion/flushing of the catheter. Patient had to have IV¿s placed to continue treatment until interventional radiology was able to place a new PICC. This required 3 different IV¿s as patient¿s IV¿s went bad quickly. Heparin, argatroban, vancomycin infusing or planned to be infused at the time of the event. It is unknown what type of catheter securement was utilized.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that they had a patient admitted with a non-solo power PICC a couple of weeks ago that had a leak in the lumen where it meets the wings. It was placed at another facility. No other information was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking powerpicc is confirmed and was determined to be use-related. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation revealed use residues throughout the returned powerpicc catheter. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed the catheter to leak at the tubing/luer interface. A microscopic observation revealed the split in the tubing to be circumferentially aligned with ¿c¿ shaped impressions on the outside of the split. The split appeared to have a granular fracture surface and rounded edges. The characteristics of the split align with characteristics observed in flexural fatigue splits, caused by cyclic kinking of the extension tubing in the location of the split. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that they had a patient admitted with a non-solo power PICC a couple of weeks ago that had a leak in the lumen where it meets the wings. It was placed at another facility. No other information was reported. Additional information received (B)(6) 2023: the event did not involve an urgent/life threatening medical situation. Leak discovered during infusion/flushing of the catheter. Patient had to have IV¿s placed to continue treatment until interventional radiology was able to place a new PICC. This required 3 different IV¿s as patient¿s IV¿s went bad quickly. Heparin, argatroban, vancomycin infusing or planned to be infused at the time of the event. It is unknown what type of catheter securement was utilized.